Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Pump received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, severely scratched display window and missing end cap sticker.

Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer's blood glucose was 98 mg/dl. The customer was also unsure if they had pressed a button for three minutes or longer. Customer was advised their insulin pump needed to be replaced. No additional information provided.